Event description:
It was reported that during a coronary stenting procedure in a heavily tortuous, moderately calcified, eccentric, de novo, 99% stenosed lesion located in the right coronary artery, a physician attempted to deliver a xience v 3.5 x 12 mm stent after vessel pre-dilation. The physician encountered resistance proximal to the target lesion due to lesion characteristics and interaction with the non-abbott guidewire, so tried to push and pull to cross but was unable to reach the lesion. The stent delivery system and guidewire were removed together and the physician proceeded to complete the stenting successfully with a non-abbott stent. There were no reported adverse patient effects or significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: elect. Guide wire: fielder fc. Guide cath: launcher 6f jr4.0. Evaluation summary: the returned device analysis noted that the stent delivery system (sds) was returned with residual dried blood on the shaft, balloon, and stent implant and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. Per a visual examination, there was no damage noted to the sds. The guide wire used during the procedure was not returned, therefore the product experience could not be replicated. As part of dimensional testing of the inner diameter of the stent delivery system, an attempt was made to advance a 0.015 inch sizing mandrel through the tip past the proximal seal and through the guide wire exit notch, but the mandrel would not advance through the inner member in the balloon. The mandrel was advanced through the guide wire exit notch and advanced up to the inner member in the balloon and would not advance any further. Strong force was used and the mandrel advanced through the tip. There was thick dried blood and contrast stuck to the tip of the mandrel that was pushed out from the inner member. The guide wire lumen was flushed with water and the mandrel was re-advanced through the sds and there was no resistance noted, thereby indicating that the manufacturing specification of the inner diameter was acceptable. Additionally, as part of functional testing of the device, an attempt was made to backload a new 0.014 inch guide wire through the sds prior to flushing it with water, however, the guide wire would not advance through the inner member in the balloon. The guide wire lumen was flushed with water to remove and dried blood and contrast. The guide wire was backloaded through the sds again and there was no resistance noted. In summary, although the returned device analysis noted that the inner diameter did not meet the inner diameter specification, this was the result of the dried blood and contrast in the guide wire lumen and once the residual blood and contrast was removed, the inflation lumen met the manufacturing acceptance criteria. It is possible that at some point during the procedure, either due to the manipulation through the highly stenosed, tight lesions and heavily tortuous anatomy, the clearance between the interacting devices was reduced significantly and resulted in difficulty in positioning the device. Additionally, it may be possible that there was coagulated residual blood in the guide wire lumen during advancement which contributed to the difficulty to position and remove. A search of the lot history record indicated no related non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.